Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of colonoscope not working. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, noise in image was found. There was no patient involvement.